Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). S/w 2.9d. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08750 inches. Unit communicated properly with the test bg meter. The test value of 115 mg/dl was sent from the meter and received by the pump. Unit communicated properly with the guardian 2 link and the glucose sensor simulator. The test value of 104 mg/dl was properly displayed on the pump sensor graph screen. No calibration anomaly noted. Unit had cracked case at the battery tube side and cracked battery tube threads.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.